Manufacturer narrative:
Results: the indigo system cat5 aspiration catheter (cat5) was fractured approximately 107.0 cm from the hub and ovalized in multiple locations along its distal 7.0 cm. There was no visible stretching of the cat5. When the fractured segments of the cat5 were pressed together, the effective length of the cat5 was measured to be within specification. There was no visible damage to the s indigo system separator 5 (sep5). Conclusion: evaluation of the returned devices revealed the cat5 was fractured and ovalized. The observed fractured may have occurred due to forceful manipulation of the cat5 during withdrawal from the patient. The distal ovalization may have occurred due to forceful handling during positioning within patient anatomy. There was no visible damage to the sep5. Penumbra separators and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal and profunda femoris arteries using an indigo system cat5 aspiration catheter (cat5) and an indigo system separator 5 (sep5). During the procedure, the cat5 was removed to be flushed with the sep5 inside; however upon removal the physician noticed that the cat5 appeared to be stretched. The procedure was therefore completed using a new cat5 and new sep5. There was no report of an adverse effect to the patient.